Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump underwent a thorough analysis. The component was visually inspected, leak tested, and functionally tested. Ms pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed leak and functional testing. Ms pump passed the leak test. Ms pump passed functional testing. Product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, and it was confirmed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. The cause of the cylinder connecting tube crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, and it was confirmed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. The cause of the cylinder connecting tube crack was not detailed by the hospital. No patient complications were reported.